Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was rotating while attempting to extend the helix and was unable to be implanted. The rv lead was not used. The physician continued to use another rv lead and completed the procedure. There were no patient consequences reported.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.